Manufacturer narrative:
(B)(4).

Event description:
It was reported the a device had several ams episodes due to competitive atrial pacing. Programming changes were recommended. The patient will continue to be monitored with regular follow-up.